Event description:
A (B)(6), male, pt, contacted zoll customer support to report constant check therapy pad alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check therapy pad alarms) has been confirmed. Upon eval, the white pulse wire inside the trunk cable was not soldered to the pulse wire inside the cable connecting the dn to front te cable. The cause of the check belt alarms is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the open wire. The pt received a replacement electrode belt.